Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the humeral pin punch broke, it pulled out of the punch when removing from the humerus. There was no surgical delay. There were no patient issues.

Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : it was reported that the humeral pin punch broke. Unknown surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the weld of one of the two fixation pin was broken, resulting in the pin detaching from the humeral stem pin punch. The broken fragment was not returned for evaluation. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the humeral stem pin punch would have contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. .